Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through the emergency support program for assistance regarding poor arterial waveform quality while using a cardiosave hybrid, type b plug with a sensation plus balloon catheter. The patient had a recently placed balloon pump. The waveform was not visible on the external monitor but was visible on the pump. Attempts to flush the inner lumen showed no forward flow. After transitioning to the transducer, the arterial waveform appeared flat with pressures greater than three hundred over greater than three hundred, and augmentation greater than three hundred. Customer was advised to contact a provider to check the catheter inner lumen for patency and notify the attending physician if a clot was suspected. Due to axillary and off label placement, no positioning advice was given. Therapy continued normally, the patient remained stable, and complaint details were recorded. Customer could not provide the serial number of the previously removed catheter. No harm or injury to the patient was reported.

Manufacturer narrative:
Upon further review of the information provided by user and emergency service personnel phone call, it was determined that this issue does not have any device malfunction. This involved troubleshooting through phone call. There was no harm or injury reported. So the event does not meet the criteria of of an incident/serious incident as per FDA thus making it not reportable . As a result no followup will be submitted. Please cancel in your database.

Event description:
N/a.